Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has been warned in the instruction manual as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a hemicolectomy, the subject device was used. When the subject device was connected with the generator, probe damage error occurred. The user continuously disconnected and connected the subject device but the generator alerted to replace the device. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the grasping section was partially missing. This is the report regarding the missing of the grasping section coating.